Manufacturer narrative:
The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. The exterior portion of the soft cannula was observed to have a tear. During fluid path testing, fluid diverted through that tear. The exact timing and cause of the tear could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 315 mg/dl while wearing the pod longer than 48 hours. No treatment was provided.